Event description:
Falsely elevated sodium results were obtained on two patient samples. The results were not reported to the physician. After discordance was recognized within the lab, the samples were re-run on an alternate instrument and lower results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was multiple maintenance issues. The customer performed routine maintenance steps. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed additional repair procedures including imt tubing and imt pump head replacements. The instrument is performing within specifications. No further evaluation of the device is required